Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 326 mg/dl trending upward after changing supplies and reconnecting to the cgm, with no observed infusion set leaks or kinks; the event was attributed to an issue affecting glucose control, and the user received troubleshooting and education with no alerts or alarms reported. Symptoms included elevated blood glucose without acute clinical sequelae. Outcomes included no hospitalization, no professional medical intervention, and resolution of glucose to within range after monitoring and self-care. Investigation included technical support review and user-led troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear root cause. It was concluded that the event was non-serious, resolved with routine troubleshooting, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.